Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The probable cause for this failure was determined to have been the result of mishandling of the fiber. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation has yet to be confirmed. The device is pending evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 150 micron tfl ball tip single use fiber had the tip broken. The issue was found during preparation for use for a therapeutic lithotripsy that was completed with a similar device. There were no reports of patient harm.